Event description:
It was reported that during a photoselective vaporization procedure for benign prostatic hyperplasia, the fiber tip rotated within the metal cap. The tip detached outside the patient. The procedure was completed using a new fiber and the same method, without patient complications.